Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) stated that the user facility's biomedical engineer (biomed), who is trained by the manufacturer, had taken apart the pump and lost a washer and snap ring, (which are not re-usable). The unit was correctly assembled prior to being disassembled. The fsr did notice leaking grease from the main bearing onto the belt and on the encoder wheel of the roller pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb procedure, a belt slip error occurred on the roller pump. The device was not changed out for this case, as the roller pump was changed out after case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: small roller pumps, when used in adult perfusion (hartford does not perform pediatric surgery), are used for cardioplegia (cpg) delivery and venting applications.